Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating and displayed a "compressor fault 2001" error message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported concern that the ventilator would not ventilate could not be duplicated during testing. Log review from september 19, 2025, showed that the ventilator was operational and delivering breaths throughout the session. The report of device would not ventilate is closed as no fault found with the device. Log review identified a single occurrence of alarm #2001 (self-check fault) approximately 10 minutes into the session. The alarm is associated with the ventilator's internal self-check system. Despite the alarm, the ventilator continued to function normally, and no impact to ventilation was observed. The device underwent functional, stress, and calibration testing with no faults found. Internal inspection revealed no discrepancies related to the alarm condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.